Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 408 mg/dl at the time of incident. Customer¿s current blood glucose is 126 mg/dl. Customer also reported that insulin pump had alarmed compromised force sensor system. The customer stated that they were not able to complete the rewind. The customer stated that customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done for high blood glucose under delivery. The customer treated for high blood glucose with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test.